Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
It was further reported that in (B)(6) 2016, clinical status assessment indicated that the patient's qualifying condition was stable angina and the index procedure was performed. The target lesion located in the mid left anterior descending (lad) artery was 99% stenosed, and was 15mm long with a reference vessel diameter of 2.25mm. The target lesion was treated with pre-dilatation and placement of a 2.25 x 16 synergy¿ drug-eluting stent with 0% residual stenosis. However, post stent deployment, a grade b coronary dissection was noted and a non-target vessel revascularization was performed in response. Three days later, the patient was discharged on dual antiplatelet therapy.

Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
It was further reported that the coronary dissection was due to the study stent deployed during the procedure.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6). It was reported that coronary dissection occurred. The arteriosclerotic target lesion was located in the mid left anterior descending (lad) artery. The study device was implanted to treat the lesion. However, a coronary dissection was noted during the procedure and was treated by implanting another study device. The event was resolved and the procedure was completed. No further patient complications were reported.

Manufacturer narrative:
(B)(4)

Event description:
It was further reported that the previously reported coronary dissection was just a data entry. Hence, the complaint has now been withdrawn.